Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One unknown screw was returned for investigation. Visual inspection of the return screw identified fracture at threads. The head of the screw was not returned for inspection. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #11 and the implant was placed (B)(6) 2019. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: precautions breakage warning per the applicable IFU, breakage may occur when device is loaded beyond functional capability. DHR review: DHR review was not completed for the unknown screw since the lot number was unknown. Complaint history review: a complaint history review was not reviewed for the unknown screw since the lot/item number was unknown. Post market trend review: march post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unknown screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. D9: device availability and product return date. G3: date investigation results were reported. G6: adverse event problem codes. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device manufacturing date is unknown.

Event description:
It was reported that the abutment screw fractured inside of the implant. The customer has ordered removal tools to remove the fractured screw. No injury reported and the implant remains implanted. Tooth #11.